Manufacturer narrative:
Initial.

Event description:
It was reported that after a supply set change and treatment of a low glucose with a cookie and tea, the ilet user experienced subsequent hyperglycemia. The user's action of overtreating the hypoglycemia and proceeding to a usual dinner with low insulin on board was identified, and no device component issue was implicated. Symptoms included hypoglycemia followed by hyperglycemia ranging from 68 mg/dl to 392 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem consistent with overtreating hypoglycemia, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.